Event description:
Customer added that the reported event occurred before the patient was in the room. The intended procedure was a colonoscopy screening and it was completed using another device.

Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide corrections to the initial MDR and the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It was confirmed that the device was shipped according to the specifications. It has been over 8 years since the subject device was manufactured. The specific root cause of the reported problem could not be determined at this time because the device was not returned. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the video system center displayed no image on the monitor during preparation for use. There was no report of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation of the reported issue and is not expected to be returned. In speaking with olympus technical assistance center (tac), customer noted trying the 190 series scope and the scope image was visible. Customer took the video cable and the 180 series scope to another room and they worked as intended. Tac told the customer that the cv-190 video cable socket was the most probable issue. Customer declined a transfer to repair until they speak to their manager. Attempts to retrieve additional information from the customer are in progress. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.